Event description:
Customer reports that the CT coronal sinus images are flipped horizontally, however, images are annotated correctly. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow up MDR will be filed when the investigation is complete. (B) (4).